Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. Customer's blood glucose value was 326 mg/dl at time of call. The customer treated with insulin pump. Customer did not allege pump was under delivering. The infusion set's cannula was bent. At the end of the call, the customer's blood glucose was over 600 mg/dl. The insulin pump was not returned for analysis.